Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The issue did not cause the level to exceed 500 mg/dl (27.7 mmol/l). Customer reverted to multiple daily injections as backup therapy and was sent a replacement pump with updated software by tandem technical support. Instructions were provided on returning the problematic pump and upon receiving the new pump, which the caller understood and acknowledged.